Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom sys error 105 caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced.

Event description:
It was reported that a pump alarmed sys error 105. It was also reported that there was no pt involvement.